Manufacturer narrative:
Device evaluation: returned device was received in good physical condition with tamper seal missing. Evidence of reported problem in event log was found. During the evaluation of the device a battery fallout test was performed and lasted 2.5 minutes. The customer reported condition was not confirmed. No fault found. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that out of box a smiths medical cadd-solis vip ambulatory infusion pump exhibited battery failure in less than two minutes. No adverse effects were reported.